Event description:
Patient reported "left side rupture diagnosed via ultrasound". Device has been explanted.

Manufacturer narrative:
F2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left side rupture diagnosed via ultrasound".

Event description:
Healthcare professional reported "burning sensation", "discomfort in chest", and "the shell of the left implant was badly deteriorated" found during surgery. Healthcare professional also reported "rash all over [the patient's] body", which is not device-related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Skin rash/dermatitis-ndr: : not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Immunohistochemical testing diagnosed patient with "folliculotropic mycosis fungoides", this is not device related.